Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported info and the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt called with discomfort and drain complications. The following is based on medical records provided by the patient's treatment facility. The patient presented with left, lower quadrant pain. The pt was diagnosed with diverticulitis and discharged on (B)(6) 2014.